Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a reservoir was used. At the time of installing the reservoir the connection failed. Upon evaluation it was noted that the reservoir connection appears with cut marks.

Manufacturer narrative:
Pproduct complaint # (B)(4). Additional information provided: at the time of installing the blake #19 drain, the drain connection failed. Did the event occur during sterile processing? Yes. Did the event occur during field inspection? Yes. Did the event occur during internal service activities such as calibration? No. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: actual sample analysis: photo analysis: received one image of the defective piece, for which, following the photo analysis is completed. Photograph is checked visually, and concluded that: photo-1: photo of bulb with broken connection port. Photo-2 : zoomed image of the broken connection port, deep cut is visible on the separation surface. Sample received for analysis. 1. Connection port of the bulb was separated, and there was a deep cut mark visible on the remaining portion of the bulb port. 2. Portion of the port which was stuck inside the adapter, also having visible cut marks. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Retention sample review : no negative observation was found. Complaint sample review : one complaint sample of the bulb with separated connection port (stuck inside the adapter) was received for evaluation, product was inspected. Visually, below are detailed observations: as per standard practice, 100 % functional test and 100% visual inspection was carried out visually. Before and after packing of finished goods, prior to the product release. So, there was no scope at to miss such claimed defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.